Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a charged coupled device unit malfunction, camera head switch does not work at all and due to damage to cover unit and cut on cable unit, waterproof property was lost. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the autoclavable camera head exhibited a charged coupled device unit malfunction and waterproof property was lost. There was no patient involvement.